Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4 functional mitral regurgitation (mr) and a thickened septum for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was unable to cross the septum due to its thickness. The sgc was removed from the anatomy. A balloon pump was implanted to dilate the septum. Upon visual inspection at the back table, thrombus was observed inside the sgc. Heparin was administered to prevent further thrombus formation. The sgc was replaced with another device, and the procedure was completed with implantation of one mitraclip. The mr was reduced to <1 post-procedure. No clinically significant delay was reported.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided, the reported failure to advance the steerable guide catheter (sgc) appears to be related to challenging patient anatomy (thick septum). The reported patient effects thrombosis/thrombus cannot be determined. The reported patient effects of thrombosis is a known possible complications associated with mitraclip procedures. Unexpected medical interventions and medication were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and a thickened septum for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was unable to cross the septum due to its thickness. The sgc was removed from the anatomy. A balloon pump was implanted to dilate the septum. Upon visual inspection at the back table, thrombus was observed inside the sgc. Heparin was administered to prevent further thrombus formation. The sgc was replaced with another device, and the procedure was completed with implantation of one mitraclip. The mr was reduced to <1 post-procedure. No clinically significant delay was reported.